Event description:
It was reported that after closing the pocket the pulse generator exhibited capture anomalies. The physician decided to explant and replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were noted.